Event description:
I used the solution to soak my contacts over 6 hours as per directions. When I inserted the contact in my eye this morning, I experienced very extreme burning. I could not flush my eye because I could not open it due to the extreme pain and burning in my eye. Dates of use: (B) (6) 2010 - (B) (6) 2010. Event abated after use stopped: yes.